Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The embolization coil was intact with its pusher assembly and the embolization coil windings were offset. Conclusions: evaluation of the returned device revealed that the smart coil¿s embolization coil windings were offset and damaged. If the device is forcefully advanced and retracted against resistance, damage such as this may occur. If the embolization coil was slightly damaged prior to the second attempt to advance into the catheter, this damage may have contributed to the difficulty experienced by the physician. The smart coil¿s introducer sheath and the non-penumbra microcatheter mentioned in the complaint were not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, the physician initially placed two non-penumbra coils and thirteen smart coils into the target vessel using a non-penumbra microcatheter. While the physician was attempting to advance a new smart coil through the microcatheter, the microcatheter kicked back and the smart coil was retracted. The physician then repositioned the microcatheter in the target vessel and attempted to advance the same smart coil through the microcatheter; however, resistance was encountered and subsequently, the smart coil became stuck inside the microcatheter and would not advance any further. Therefore, the smart coil was removed and advanced out of its introducer sheath and soaked into a saline bath. After that, the smart coil was re-sheathed and another attempt was made to advance it into the microcatheter; however, resistance was encountered and the smart coil would not advance out of its introducer sheath. Therefore, the smart coil was removed and the procedure was successfully completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.